Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced flow issues. The following information was provided by the initial reporter: anti-reflux valve on set of primary tubing not working. When the nurse primed the tubing, loaded it into the machine and connected the secondary tubing (before connecting to the patient), the secondary medication was running into the primary bag. Anti-reflux valve was present, just not working.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that the secondary medication was running into the primary bag. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 21065271 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - back flow with lot #21065271 regarding item #2426-0007. H3 other text : see h.10.

Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA via medwatch uf/importer reprt #: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced flow issues. The following information was provided by the initial reporter: anti-reflux valve on set of primary tubing not working. When the nurse primed the tubing, loaded it into the machine and connected the secondary tubing (before connecting to the patient), the secondary medication was running into the primary bag. Anti-reflux valve was present, just not working.